Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The patient was on warfarin and their international internalized ratio (inr) was 1.12. It was reported that the device was deployed too distal for which a partial recapture was done. A second deployment attempt was done and was positioned too proximal resulting in a full recapture. At this time, the patients blood pressures started to decrease and a pericardial effusion and cardiac tamponade was noticed due to a perforation created by the feet of the closure device. A pericardiocentesis was performed and the patient was taken to surgery for a thoracotomy and laa clip. No closure device was implanted. The patient is well and was discharged home three days post procedure.